Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have jumped into swimming pool with insulin pump attached; as a result, there is fluid under lcd screen. Customer's blood glucose was 70 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.